Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during an polypectomy procedure performed on (B)(6), 2010. According to the complainant, when the physician believed that the console emitted different noises for different modes. The console makes the same noise in cut mode as in coag mode. These modes provide different levels of energy to the polypectomy snare for cautery. The physician did not change modes and thought the device was cauterizing because the console was beeping as it would for cautery, but instead no cautery was performed. The site was bleeding, and the bleed was stopped with resolution clips (number unknown). At the conclusion of the procedure, the patient's condition was reported to be fine. Two days following the procedure, the patient was admitted to the hospital for a post-polypectomy bleed. The patient received a transfusion. The patient was discharged from the hospital after three days of observation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during an polypectomy procedure performed on (B)(6) 2010. According to the complainant, when the physician believed that the console emitted different noises for different modes. The console makes the same noise in cut mode as in coag mode. These modes provide different levels of energy to the polypectomy snare for cautery. The physician did not change modes and thought the device was cauterizing because the console was beeping as it would for cautery, but instead no cautery was performed. The site was bleeding, and the bleed was stopped with resolution clips (number unknown). At the conclusion of the procedure, the patient's condition was reported to be fine. Two days following the procedure, the patient was admitted to the hospital for a post-polypectomy bleed. The patient received a transfusion. The patient was discharged from the hospital after three days of observation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.